Event description:
No serious injury alleged. No malfunction alleged. Potential for injury associated with a tdxsp custom power chair that was hit by a car while the user was driving the chair. The cane was bent as a result of the car hitting the chair. No injury is associated with this complaint.